Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7061102.

Event description:
It was reported that patient experienced feeling a tugging sensation from the extension wires, therefore, he underwent a revision procedure wherein the physician tunneled two new extension wires and removed the old ones. The old extension wires were discarded by the hospital and will not be returned. The patient reported that he no longer felt the tugging sensation and was doing well post operatively.